Event description:
Reported by surgeon in 2001. Patient had a recalled shell that was revised. Initial implant was part #4360-00-055, lot # 1444344. Date of primary surgery was in 2000. Surgeon feels that revision is loose, confirmed by x-ray and thinks the pt needs another revision. Wants to send pt to facility. Blames failed revision on the original, recalled cup.